Event description:
It was reported that the device's line would not prime. No patient was involved.

Manufacturer narrative:
The returned device was visually inspected and no obstructions nor other workmanship defects were detected in none of the joins of the product. No discrepancies were detected in functional test. The product was prime without difficult, liquid flow through whole both devices; thus the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample tested successfully passed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08051 is no longer considered reportable, please disregard any MDR reports associated with it.